Manufacturer narrative:
This report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. This is report 88 of 193 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. This product is a single-use item containing a patient's biological sample and was therefore not available for root-cause evaluation. However, a review of the qc testing of this lot that was performed at the time of manufacture revealed no issues and a trending evaluation performed for this lot provided a false positive occurrence rate of (B)(4) , which is within the labeled performance claim of 96.6% specificity. No root cause has been determined at this time. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product. The performance of this lot will continue to be monitored. There were no patient adverse events associated with this report.

Event description:
This is report 88 of 193 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.